Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1, product type: ICD, implanted: (B)(6)2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited noise, high impedance and rising thresholds. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.